Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, wear abrasion, white particles calcification -like in device outer surface and fold creases. A weight test of the device was verified and the device overweight. A microscopic analysis was performed which identified one opening curved striated. Based on the device analysis the final assessment is: one opening striated in the side radius assessed as surgical damage.

Manufacturer narrative:
Information contained in this report was previously submitted through resp. Psr on 04/26/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "pain," "loss of feeling in the left nipple," and "seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain," "loss of feeling in the left nipple," "seroma."

Event description:
Patient reported left side pain and loss of feeling in the left nipple. Healthcare professional reported left side "seroma fluid" and "exchange from textured to smooth due to concern with the product." Device remains implanted.